Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported sheath not splitting as expected (shredding) was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a starclose se device after a percutaneous transluminal angioplasty (pta) procedure. Reportedly, the clip was successfully deployed and hemostasis was achieved, however, the sheath split irregularly leading to small plastic curls forming at the distal end of the sheath. None of the device was detached or left in the vessel. There were no reported adverse patient effect. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the starclose se device. No additional information was provided.